Event description:
I tested my inr two ways within 30 minutes of each other: I tested at (B)(6) hospital with a result of 2.3 ((B)(6) 2018); I tested using my roche diagnostics. Vantas meter with xs strips with a result of 2.1 ((B)(6) 2018). Note: the two tests were 30 minutes apart with no food or alcohol consumption between tests. Having an inaccurate machine is life threatening because of bleeding and stroke risk.